Manufacturer narrative:
Product analysis: manufacturer's analysis of the programmer software logs indicated that the programmer behavior was due to the tablet operating system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer application crashed multiple times. One was when trying to connect the patient connector after the analyzer was connected before implant. Another was when trying to export the final report during implant. Another was when the tablet was out of range from the base unit. The application had to be restarted. The programmer remains in use. No patient complications have been reported as a result of this event.